Event description:
Device #1 issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted bilateral arteriotomy closure after an interventional procedure. Reportedly, during arteriotomy closure of the right common femoral artery, when the device was removed, the suture broke. The suture was removed and a second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. Reportedly, during arteriotomy closure of the left common femoral artery, when the needle plunger was retracted a needle was not captured by a cuff. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4) - improper or incorrect procedure or method - pt selection. (B) (4). Device #2 and #3: part # 12673-03, lot #86026-6h indicated are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete.